Manufacturer narrative:
Evaluation codes: updateddevice evaluation: one device and two photos were returned for investigation. Photo one shows a hotline warming set of part number l-70 next to its original packaging; the complete device is observed, but no damage or dysfunctional conditions are observed. Photo two shows a close-up of the proximal end female luer connector which is observed to have a crack. Visual inspection also found the crack in the proximal end female luer connector. Functional testing found the device failed the leak test confirming the complaint. The production floor was audited to identify any potential operation or behavior that could cause a cracked luer connector of part number 00-208. No faults were identified. Thirty (30) randomly selected units were taken from the manufacturing process, the units were visually inspected to verify that the components do not present any damage. No discrepancies were found during the inspection. The crack on the female luer connector of the returned unit was attempted to be reproduced. Based on the sample returned by the customer, review of production floor operations, and failed attempts to replicate the damage observed on the return unit, the reported failure cannot be confirmed or associated as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect leak the root cause is the female luer connector became damaged after the product left manufacturing facilities. A male luer connector, and a cap, were connected to a female luer connector with force beyond its limits. No damage occurred on the female luer connector. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required because the mitigations in place were revised and are being executed as determined by procedure. Additionally the mitigations can detect a damaged component from the supplier with the visual inspection and detect damage component with the assembly leak test. The female luer connector was hit in different manners. The connector only shatters, in multiple pieces, when using extreme blunt force.

Event description:
It was reported that during pre-testing, when hospital staff passed circulating water through the device, they found a hole in it, so they stopped using it. No adverse effects have been reported.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when circulating water passed through it, there was a hole and its use was discontinued. Patient involvement unknown.